Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metal fragments in peritoneal cavity/all pieces of essure/7 fragments') and fallopian tube perforation ('essure coil perforated my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), scar ("extensive scar tissue in lower abdomen"), procedural pain ("extensive scar tissue in my lower abdomen which has me in near constant pain"), post-traumatic stress disorder ("ptsd") with nightmare and flashback and uterine haemorrhage ("heamorrhage") and was found to have blood glucose abnormal ("uncontrolable blood sugar level"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, scar, procedural pain, post-traumatic stress disorder, uterine haemorrhage and blood glucose abnormal outcome was unknown. The reporter considered blood glucose abnormal, device breakage, fallopian tube perforation, post-traumatic stress disorder, procedural pain, scar and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: blood glucose abnormal, device breakage, fallopian tube perforation, post-traumatic stress disorder, procedural pain, scar and uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm the complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metal fragments in peritoneal cavity / all pieces of essure / 7 fragments') and fallopian tube perforation ('essure coil perforated my fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), scar ("extensive scar tissue in lower abdomen"), procedural pain ("extensive scar tissue in my lower abdomen which has me in near constant pain"), post-traumatic stress disorder ("ptsd") with nightmare and flashback, uterine haemorrhage ("heamorrhage") and diabetes mellitus inadequate control ("uncontrolable blood sugar level"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, scar, procedural pain, post-traumatic stress disorder, uterine haemorrhage and diabetes mellitus inadequate control outcome was unknown. The reporter considered device breakage, diabetes mellitus inadequate control, fallopian tube perforation, post-traumatic stress disorder, procedural pain, scar and uterine haemorrhage to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following one/ones were reported from social media : blood glucose abnormal, device breakage, fallopian tube perforation, post-traumatic stress disorder, procedural pain, scar and uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.